Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, ventricular tachycardia was induced during wire operation prior to placement of the valve and hypotension was observed. The patient was placed on extracorporeal membrane oxygenation (ECMO). Thrombus developed possibly from the unstable hemodynamics and there was no pulsation in the right lower limb. The right femoral artery was cut down and thrombi was removed by cardiovascular surgery. No additional adverse patient effects were reported.